Event description:
Original surgery performed in 2007, to implant st360 fixation system. A revision surgery was performed the following year, to re-tighten the screws and nuts because the screws loosened and the rods migrated, causing pain an discomfort to the pt.

Manufacturer narrative:
Device remains in the pt. Part numbers and lot numbers unk.